Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was linked incorrectly and needed to be verified. A technical support specialist used the script to extract the data and provided all scan codes that had been added. The customer reviewed the information, confirmed its accuracy, and approved closure of the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user noted that item ID 9614 had been incorrectly linked to item ID 8443. The customer requested information on when and how this incorrect linkage occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.